Event description:
Customer's wife reported the death of her husband. Caller stated that customer was hospitalized for an infection from pacemaker. The blood glucose levels would go high and low. No serious insulin pump issues. The cause of death was acute respiratory failure due to pneumonia. The customer was not wearing the insulin pump at the time of death. The insulin pump was removed upon admission to the hospital on (B)(6) 2014. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.